Manufacturer narrative:
Other text: additional information: h6 ( patient code). Device evaluation: one cadd solis vip pump was returned for analysis. A high alarm displayed: cassette not attached properly was found in the event log. The down stream occlusion sensor pressure range test was performed. The pump was unable to duplicate the alarm. The broken battery compartment will be replaced.

Event description:
Additional information was received indicating that there was no patient involvement with the reported errors. The issues occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarms every time the latch is closed. There was no reported adverse event.